Event description:
During a right acl reconstruction with allograft, dr. (B)(6) was holding the patient's knee and the scope while dr. (B)(6) was drilling a flip cutter from arthrex with the guidance of (B)(6), arthrex rep. (B)(4) directed dr. (B)(6) to back the flip cutter out of the patient until resistance was met. As the flip cutter pulled back the tip sheared off into the patient's knee joint. Dr. (B)(6) was aware and extracted the retained sheared off tip. A new flip cutter was opened and the procedure was attempted a second time. The tip of the flip cutter sheared off again as it was being pulled back. Dr. (B)(6) extracted the tip, however an extremely small piece of metal about 1/8 of tip was left in knee after several attempts to remove. X-ray still shows metal piece in knee.